Event description:
Male patient who has phantom pain from a traumatic amputation and has failed surgery, oral analgesics, therapies, and injections as well and has an implanted intrathecal pump that has been used for 2.5 years and has had a rotor stall. Patient went into withdrawals. He comes in for urgent replacement of the intrathecal pump.